Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was confirmed that the explant procedure did occur on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-06123. It was reported that the patient may undergo surgical intervention. No further information is known at this time.

Manufacturer narrative:
During the processing of this complaint, several attempts have been made by the manufacturer to obtain complete patient and event information. Further information was not provided.

Event description:
It was reported that the patient was tentatively scheduled by their healthcare professional to undergo surgical intervention to explant their system on (B)(6) 2019. It is unknown to the manufacturer at this time whether or not the surgical procedure occurred, nor is the date of the procedure confirmed. The status of the patient's scs system is unknown.